Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a loose/detached set screw.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure when the device was connected to the leads, the atrial setscrew would not tighten down on the lead. It was noted that the setscrew had come unseated and could not be re-engaged in the device header. The device was not implanted and another device was used. No patient complications have been reported as a result of this event.